Event description:
Event description guidant received information that at the implant procedure this ventricular lead was implanted as close to the apex of the right ventricle as possible. The helix was not imbedded, due to it not extending. The next day the lead was suspected to be microdislodged or dislodged. An x-ray was done and the physician felt the helix appearred shorter than normal. The patient had no adverse effects.